Event description:
Ro 1127804: the device had an intermittent failure. It kept rebooting and now it just will not turn on. Additional information received 26 february 2021 (email): issue discovered during testing. No patient involvement

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer had an intermittent failure. It kept rebooting and now it just will not turn on. No adverse patient effects were reported.